Event description:
A caller reported experiencing an error 42 with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. The customer received complete instructions from technical support on how to reset the pump, and after a successful reset, the error code did not reappear, enabling the caller to start their sensor session successfully.